Event description:
Patient reported right side "radial folds with a small amount of fluid" via MRI "deformation especially of the implant", "severe pain", "inflammation of the mammary glands", "grade iii breast contracture", "dislocation of breast implant" and "growth of multiple tissues around deformed areas of the implant." The event of "sleepless nights" is not device related. Un-reporting seroma. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, a4, b3, b5, d2, d3, d6a, h4, h6.

Event description:
Patient reported right side "radial folds with a small amount of fluid" via MRI "deformation especially of the implant", "severe pain", "inflammation of the mammary glands", "grade 3 breast contracture", "dislocation of breast implant" and "growth of multiple tissues around deformed areas of the implant." The event of "sleepless nights" is not device related. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: seroma-late, capsular contracture baker grade iii. Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Migration: unable to observe since it is not related to the device. Crease/folding of implant: not observed. Inflammation/irritation: unable to observe since it is not related to the device. Breast pain: unable to observe since it is not related to the device. Changes in sleep habits: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.